Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of ventricular capture and sensing in the bipolar config- uration and intermittent capture and sensing in the unipolar configuration, >2500 ohms impedance, and lead fracture.